Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the stent was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.